Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Reporting based on the precedence of "flexor kinked/stretched/broke/compressed" pushing catheter broken at the purple marker. They opened and checked product before using it all was good. They introduced the stent through operating channel without difficulties. They introduced system into biliary duct without problem and when they pressed the button for deploying the stent nothing happened. Nurse could press the button but stent stayed inside the catheter. They removed all the system and they saw that system was broken in two parts. They used an another stent for finishing examination without problem for the patient.

Event description:
Reporting based on the precedence of "flexor kinked/stretched/broke/compressed." Problem pushing catheter broken at the purple marker ; they opened and checked product before using it all was good they introduced the stent through operating channel without difficulties they introduced system into biliary duct without problem and when they pressed the button for deploying the stent nothing happened. Nurse could press the button but stent stayed inside the catheter they removed all the system and they saw that system was broken in two parts. They used an another stent for finishing examination without problem for the patient.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: problem pushing catheter broken at the purple marker they opened and checked product before using it all was good they introduced the stent through operating channel without difficulties they introduced system into biliary duct without problem and when they pressed the button for deploying the stent nothing happened. Nurse could press the button but stent stayed inside the catheter. They removed all the system and they saw that system was broken in two parts. They used another stent for finishing examination without problem for the patient. The following additional information was received in the complaint file: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Device evaluation: the evo-fc-10-11-8-b device of lot number c1456039 was returned to cook ireland and evaluated on the 13- june-2018. Upon review of the returned, the distal flexor was broken but not fully separated from the introducer system. The break was present distal to the zip port joint. The break occurred where the coil section starts. Ptfe liner seems to have separated from the distal flexor at the point of breakages and the ptfe liner is visible at the break location. Stent was not deployed, but was deployed in lab manually. Damage right where stent would sit, possible weakest point as didn¿t break at the coil section, just below it. Complaint is confirmed as the failure was verified in the laboratory. The distal flexor was broken. Root cause: possible root cause due to excessive force being used leading to distal flexor breaking at a weak point. Ptfe liner seems to have separated from distal flexor at point of breakage. Document review: prior to distribution all evo-fc-10-11-8-b devices of lot number c1456039 are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this evolution device of lot c1456039 did not show any discrepancies in the manufacturing records that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1456039; upon review of complaints this failure mode has not occurred previously with this lot # c1403815. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. Summary: complaint is confirmed as the failure was verified in the laboratory. Distal flexor broken. The patient did not require any additional procedures due to this occurrence. Another device was used to finish the procedure. Complaints of this nature will continue to be monitored for potential emerging trends. Complaints of this nature will continue to be monitored for potential emerging trends.